Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when reviewing a patient-initiated transition the clinic discovered the device¿s gauge indicated the device¿s battery¿s longevity was almost depleted which, if accurate, would be earlier than otherwise expected. Transmissions to the clinic via merlin.net were thus increased in frequency to once per week to assist in monitoring the patient and device. The patient was stable throughout.